Event description:
It was reported that the stent failed to cross the lesion and on examination it was frayed. No reported patient complications. Please note that this device (endeavor resolute rx) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: (root cause could not be identified). No results available since no evaluation was performed (device or procedural images have not been returned for review). Inherent risk of procedure (stent deformation). Evaluation conclusions: (root cause could not be identified). Unable to confirm complaint (device or procedural images have not been returned for review). Inherent risk of procedure (stent deformation). (B)(4).